Event description:
Per complaint#: (B)(4), complainant (dentist) reports a device malfunction for vendor part, nouvag implant machine md11, in which the latch system on handpiece failed and burr fell out of handpiece into pt's mouth during a clinical dental implant procedure. The procedure was completed in the same visit and no patient impact was reported.